Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, during an unknown therapeutic procedure the probe of the device broke off. There is no reported harm to the patient.

Manufacturer narrative:
Additional information has been received for this event by the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: a3, b5, g3, g6, h2, and h10. Customer reported two events of failed devices from the same lot within two days of each other. These events are captured in medwatches with patient identifiers (B)(6). (Peeled teflon pad) and (B)(6) (broken probe). This medwatch is for the patient identifier (B)(6). Both devices are being held sequestered for safety committee at the facility, and though available for return, are not returned yet. Patient details, including pre-existing medical conditions, are not available. Information on devices used in conjunction with the device at the time of the event is not available.

Event description:
Addendum jan 12, 2023: during this procedure another device had failed with an issue of peeled teflon pad. Addendum feb 3, 2023, 2023: the procedure was therapeutic laparoscopic hysterectomy. The procedure was completed without any delay with a similar device. The patient did not need to be given additional anesthesia. The broken probe piece fell into the patient body and was retrieved. The functional mode at the time was cut, settings 2:1. There were no error messages received for this event. The device was inspected prior to use with no anomaly noted.

Manufacturer narrative:
Available additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Customer provided no other details of the procedure or patient.